Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the lot number of the device was unavailable. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, vascular perforation in an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. While collecting geometry in the left atrium with a therapy cool flex ablation catheter, a perforation of the left atrial appendage occurred. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed with the patient remaining stable. There were no performance issues noted with any sjm device used.